Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the sheath for the knife blade was disengaged and loose in the packaging. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no enhancements or improvements are warranted at this time to address the disengaged sheath; however, a quality alert was generated as a result of the investigation. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to a procedure. The stock of the reload cartridge was checked. The reload was unopened, however, the metal knife cover was disengaged and the knife was exposed.